Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an affinity centrifugal pump, it was reported that the pump head was broken. The device was not used. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that this issue was a partial break. There were 2 lots of ap40 bio pump used in the manufacture of this custom tubing pack, lots: 231858755 and 231941758.